Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not release. The procedure was completed as planned with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and reported failure was confirmed. Failure analysis found the primary failure of instrument grips bent-severely. The clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. Additional observation not reported by site: the instrument was found to have multiple input disks broken. Hairline cracks were found on grip input shafts. The complaint regarding clip application failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.